Event description:
The recipient is reportedly experiencing decreased performance. Programming adjustments were made, however, the issue did not resolved. A review of the recipient¿s test data indicated impedance issues. Revision surgery will be scheduled.

Manufacturer narrative:
Additional information: section d.7. Advanced bionics considers the investigation into this reportable event as closed. The recipient will not be explanted at this time. The recipient is using the device and will be managed through programming adjustments. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.